Event description:
The facility's biomedical engineer reported the device did not dispense the medication from the syringe. Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. The hospital representative had no information regarding whether or not there was a patient incident reported. No additional contact information was provided. No additional details were provided.